Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support assisted the customer with reloading the cartridge to resolve the issue. There was no reported adverse impact to the customer.